Event description:
The user received an erroneous troponin t stat result for the second sample in a series of four samples from one patient. All the samples were lithium heparinized plasma. The initial result was 0.255 ng/ml with a data flag and was reported outside the laboratory. This result was identified as questionable as the result from the first sample in the series drawn on (B)(6) 2011 was <0.010 ng/ml and the result from the third sample in the series drawn on (B)(6) 2011 had a result of <0.010 ng/ml with a data flag when poured off into a sample cup and a result of <0.010 ng/ml with a data flag when tested in the parent tube. On (B)(6) 2011, the sample in question was repeated twice with a result of <0.010 ng/ml with a data flag. The user stated the patient improperly received heparin based upon erroneous result. The user did not know the impact to the patient and did not know the patient's current condition. The troponin t stat reagent lot number was 16234301. The field service representative determined the probe alignment to the racks with the inserts was off towards one side. He adjusted the probe alignment to the racks with 13mm tubes and checked all other sample and reagent alignments. To verify the analyzer operation, he ran performance testing and checked the mechanics and electronics of the cobas e411. He found everything was within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and qc data as well as the instrument alarm data did not indicate an issue. Based upon information provided, it was determined the customer is using a shortened centrifugation time for patient samples. It could not be excluded that the short centrifugation time of 5 minutes used by the customer might have caused erroneous results in single samples.